Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2015, product type: catheter, UDI # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter segments were modified and not explanted. It was noted that the catheter will not be returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6). It was noted the catheter revision has not taken place yet. It was noted a catheter issue was suspected but not confirmed yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a catheter malfunction was suspected but exact issue/cause not identified.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (10.0 mg/ml at 4.495 mg/day) and baclofen (610.0 mcg/ml at 274.20 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient reported increased pain on (B)(6) 2017. The patient had increased pain in the hands and feet with trouble walking that worsened over the last six weeks. The patient had increased lower extremity spasms. A catheter revision was to be scheduled. The pump was reprogrammed as an intervention on (B)(6) 2017. The event resulted in an emergency room visit. The device diagnosis was suspected catheter malfunction and the clinical diagnosis was unsatisfactory analgesia. The outcome was noted as ongoing. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2015, (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-mar-29. It was reported that other interventions included a catheter revision on (B)(6) 2017, and the event resolved without sequelae on the date of the revision.